Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), nausea ("nauseated"), cold sweat ("cold sweats"), abdominal pain lower ("cramps") and pain ("body aches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss, hair has thinned out"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and anxiety ("lot of anxiety/psy injury"). On an unknown date, the patient experienced amnesia ("memory loss"), mood swings ("mood swings"), tremor ("extremely shaky/ shakes"), arthralgia ("knee pain"), abdominal pain ("abdominal pain"), rash ("rash on both inner thighs") and hypertension ("high blood pressure") and was found to have heart rate increased ("high heart rate"). The patient was treated with propranolol hydrochloride (propranol). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, pain, fatigue, anxiety, alopecia, arthralgia, abdominal pain, rash, hypertension and heart rate increased outcome was unknown and the amnesia, mood swings, nausea, cold sweat and tremor had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, cold sweat, fatigue, heart rate increased, hypertension, mood swings, nausea, pain, pelvic pain, rash and tremor to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 01-dec-2020: pfs received: event high blood pressure and high heart rate added. Treatment drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), nausea ("nauseated"), cold sweat ("cold sweats"), abdominal pain lower ("cramps") and pain ("body aches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss, hair has thinned out"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and anxiety ("lot of anxiety/psy injury"). On an unknown date, the patient experienced amnesia ("memory loss"), mood swings ("mood swings"), tremor ("extremely shaky/ shakes"), arthralgia ("knee pain"), abdominal pain ("abdominal pain"), rash ("rash on both inner thighs") and hypertension ("high blood pressure") and was found to have heart rate increased ("high heart rate"). The patient was treated with propranolol hydrochloride (propranol). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, pain, fatigue, anxiety, alopecia, arthralgia, abdominal pain, rash, hypertension and heart rate increased outcome was unknown and the amnesia, mood swings, nausea, cold sweat and tremor had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, cold sweat, fatigue, heart rate increased, hypertension, mood swings, nausea, pain, pelvic pain, rash and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.